Event description:
The laser system has the following problem: "while testing the unit, we got message error and no energy provide to the fibers. In service mode there was error message "capacitors charge zero."

Manufacturer narrative:
This device is not for USA market, but the same problem could be on our similar device (litho) for USA market. The problem was due a broken compact power supply unit. After the replacement of this unit, the laser system restarted to work. We are unaware about pt injury.